Event description:
It was reported that shaft break occurred. The 78% stenosed, 13mmx4.0mm target lesion was located in the moderately tortuous and moderately calcified left main artery. A 10/2.50 flextome cutting balloon was selected for use. During preparation, it was noted that the cutting balloon delivery shaft was fractured 50cm from the handshake. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was received in two sections as a result of a complete breaks of the hypotube. A visual and tactile examination a complete break in the hypotube of the device. The break was located at approximately 75.1 cm distal of the strain relief. A visual examination identified that the balloon was folded. An examination of the balloon identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 78% stenosed, 13mmx4.0mm target lesion was located in the moderately tortuous and moderately calcified left main artery. A 10/2.50 flextome cutting balloon was selected for use. During preparation, it was noted that the cutting balloon delivery shaft was fractured 50cm from the handshake. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.